Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument moved in the opposite direction of the surgeon's commands. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.